Manufacturer narrative:
Concomitant medical products: bd phaseal injector luer lock ref n35; bd phaseal connector luer lock ref c45; b.braun 150ml bag of 0.9 nacl injection, ndc 0264-1800-32, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that orencia (abatacept) 750 mg was programed to infuse over 30 minutes at a rate of 200 ml/hr with a vtbi of 100 ml. At the end of the infusion, the nurse noted that the device did not alarm for air-in-line as expected when an air bubble (of unknown size) was observed moving past the pump module. During this time, although the pump was paused for reprogramming, the nurse reported, "the fluid was still moving through the line via gravity." The nurse completed the patient's infusion without further incident, and the flush medication was given afterwards via a different pump module. No harm to the patient was reported as a result of the event. The devices and tubing were sequestered and sent to biomed for evaluation.

Manufacturer narrative:
The customer¿s report of failing to alarm for air-in-line was not confirmed. Physical inspection of the module noted the device to be in good condition with no anomalies observed. During visual inspection of the disposable set it was noted that the smartsite below the check valve had two puncture holes in the rubber piston. No other anomalies were observed on any of the other two smartsite components. Review of the pump module logs determined that the air-in-line threshold was set at 250l with the accumulated air feature enabled. Testing of the pump module for air-in-line detection found it to be detecting air within specification for the 250l single bolus air detection settings. Testing of the pump module for accumulated air-in-line alarms at the 250l incident alarm limit was also performed and found the device to be alarming as required. Rate accuracy verification found the device to be in specification. During testing of the disposable set after it was flushed to remove air, the IV bag filled with approximately 100 ml of distilled water was hung so rate accuracy testing could be performed. Upon hanging the IV bag the water was found to be leaking from the smartsite port below the check valve and after approximately 30 minutes the bag was found to be completely empty. The root cause of the customer¿s report of failing to alarm for air-in-line is suspected to be due to an air bolus being too small to trigger an air-in-line alarm at the customer¿s single air bolus threshold setting of 250l. The probable cause of the customer¿s report of "unregulated flow" was identified as a damaged smartsite piston which allowed fluid to completely leak out of the line.